Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name) h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): product code: : 04.038.380s lot number: 23103p6 release to warehouse date: 07.jun.2024 expiration date: 01.jun.2034 supplier: depuy synthes products, inc. Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for a fracture of the base of the neck of the left femur with the products in question. In the surgery, after blade insertion, an attempt was made to lower the set screw using the flexible screwdriver in question, but the screwdriver hit the pelvis and could not be inserted deep enough. The affected side was turned inward and the upper body was bent, and the set screw was lowered little by little by inserting and rotating the screwdriver while lightly tapping the handle of the screwdriver with a hammer. During this time, the screwdriver was rubbing against the skin, and the surgeon proceeded to lower the set screw, although he was aware that the skin was damaged. From the middle of the process, it was conducted with a metal plate between the driver and the skin. Although the screwdriver was being turned while checking the positional relationship between the convexity of the tip of the driver and the insertion handle in question through fluoroscopy, the screwdriver stopped turning at a distance of about 1 cm from the convexity of the screwdriver to the insertion handle, which was used as an indicator. The process was stopped at the physician's discretion, based on his understanding of the risks associated with the set screw not being fully descended, with emphasis on the threat of skin necrosis. The surgery was completed successfully with 30 minutes surgical delay. The surgeon commented that the cause was that the patient had a past pelvic injury and deformity fusion. The patient outcome was reported to be stable, and no other medical intervention was required.